Event description:
The report received from the affiliate indicated that the physician wanted to retrieve the previously implanted optease retrievable vena cava filter from the patient, however, during fluoroscopy one of the longitudinal struts was noted to be fractured. The intended intervention was stopped and the decision was made to leave the filter permanently implanted. Additional information has been requested but is not available at this time. There was no reported patient injury.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.